Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system did not recognize the cassette prior to the surgical procedure. The case was canceled, as a result of this event, after the patient had received peribulbar anesthesia.